Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional tes) has been confirmed. As received, the belt failed incoming testing. Upon eval, there was an open along the green (drvn gnd) wire in the trunk cable. The cause of the test failure is the open wire. The root cause of the open wire cannot be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional therapy electrodes (tes).